Event description:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported), placed on a 2 weeks course of oral antibiotics and 10 days course of oral steroids(specific date not reported) due to the reported swelling and bleeding. Additional information has been requested but has not been made available as of the date of this report.